Event description:
Patient had arthroscopic rotator cuff repair with biceps tenodesis on (B)(6) 2018. Follow-up x-ray revealed the tip of the drill bit had broken off and was lying next to the teres major. Removal of bit drill on (B)(6) 2018.